Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine follow-up. Two non-sustained right ventricular episodes that showed noise on the right ventricular lead was noted. Low pacing impedance on the right ventricular lead had also been noted to have been occurring for a while. On (B)(6) 2019, the right ventricular lead was turned off along with the device and right atrial lead. The physician performed an upgrade procedure to a new bi-ventricular device that was implanted on the left side along with new leads. The dual chamber device and the right ventricular and right atrial leads were left implanted inactive and connected on the right side. The physician plans to wait for the left side to heal first before explanting the abandoned device and capping both the leads. The patient is doing great.

Event description:
New information received notes that during an august check, it was noted that the lead capture normally but had slightly increased over time.